Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a moderately calcified lesion in the proximal om exhibiting moderate vessel tortuosity and 75% stenosis. The device was prepped and inspect with no issues noted. Negative prep was performed successfully. The lesion was not pre-dilated prior to using the first resolute. During the procedure, the physician attempted to deliver the device through a previously deployed stent (non mdt) and it was reported that the stent struts of the device got caught in the struts of the previously deployed stent at an angle. Resistance was encountered during delivery and excessive force was used. The device was removed and it was noted that the distal end of the stent was deformed. Physician then pre-dilated with a 2.0x10 euphora. The physician decided to use another resolute integrity device 2.25x14 that was reported as successfully delivered and deployed. No patient injury reported for this event.